Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
"Healthcare professional reported left side "pain in the left breast that led the patient to undergo an imaging exam documenting rupture of the left implant" and "there is a nodular, persistent enhancement with indistinct margins in each breast: [... ] on the left on the periphery of the uqs, measure 1.1cm (if 1004 im 49, if 11 im 61, graph)." Device remains implanted.